Event description:
It was reported that during a laparoscopic ovarian resection, the balloon broke when putting saline prior to insertion. The case was completed with a like device and there was no patient consequence.